Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One mountaineer m/l favored angled 4.35x25mm screw [product code: 1883-19-525, lot no: anmdr7] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the screw broke at the screw shank approximately 5mm from the polyaxial ball. The second half of the screw shanks was not provided. The sample was then sent for fracture analysis. The fracture analysis report indicates that the screw¿s fractured surface exhibited smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failures. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the mountaineer m/l favored angled 4.35x25mm screws was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trending analysis was conducted on the specific product code from this complaint file as the screw shank diameter and length affects the stress profile during anatomical loading and therefore is not indicative of the family or vice versa. No emerging trends were found. The root cause of the screw breakage cannot positively be determined. However, the fracture analysis report indicates that the screw¿s fractured surfaces exhibited smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failures. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated with the mountaineer spinal system. Approximately one year out, the patient assisted someone in lifting a mattress and heard a pop in her neck. Examination of x-ray revealed bilateral mountaineer screw fractures at t1, both screws broken at mid shaft. The patient had fused and other than the initial incidence is not experiencing pain. The screws were revised. The following mfg. Manufacture medwatch reports are being filed for the two broken mountaineer screws: 1526439-2014-12159; 1526439-2014-12160.